Event description:
It was reported that during the procedure in the mid right coronary artery, the nc trek dilatation catheter was advanced over the guide wire and an attempt was made to inflate the dilatation catheter balloon. The balloon would not inflate and the device was removed from the patient anatomy. Outside the patient anatomy, an attempt was made to inflate the balloon and it was noted that contrast was leaking from the catheter. Another same device was used for dilatation. There was no adverse patient effect and no clinically significant delay. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the nc trek catheter noted blood and contrast visible in the loosely folded balloon and contrast in the inflation lumen, consistent with preparation and a leak while in the patient anatomy. There was a bend in the hypotube 5 mm distal to the strain relief tubing. Since this damage was not reported in the incident information, the kink may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported leak. There was a hole/tear in the outer member 11.2 cm proximal to the proximal seal. The tear had stretched and had jagged edges. There was no damage noted to the inner member at the tear. An indeflator, filled with water, was used to pressurize the balloon catheter when fluid was observed leaking from the hole/tear in the outer member 11.2 cm proximal to the proximal seal. Factors that may contribute to a tear in the shaft include, but are not limited to, manufacturing, handling of the product during preparation/use, and/or interaction with the lesion/anatomy and/or accessory devices. There was no report of any damage or leak noted during the inspection prior to use or preparation, which may suggest that a product deficiency did not contribute to the difficulties experienced during the procedure. It is possible that the catheter was damaged due to an interaction with an accessory device or some other object prior to entering into the patient anatomy; however, this could not be confirmed. To help ensure that this damage is not the result of manufacturing, all products are 100% visually inspected for damage, including at the point where the catheter is inserted into the packaging coil. Additionally, all products are 100% leak tested prior to packaging and a sampling of units is destructively tested to verify the catheter body integrity prior to release. A search of the lot history record indicated no nonconforming material records for the lot. Additionally, a query of the complaint handling database indicated no other incidents. There is no indication of a product quality deficiency.